Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege after surgery, patient began to suffer from severe pain in her hip and symptoms of a failed implant. It is further allege upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in the hip. It is also alleged the increased presence of said metal ions in the patient's bloodstream can cause significant health problems and the exacerbation of pre-existing conditions, while subjecting the patient to increased medical diagnosis and treatments. Doi: (B)(6) 2008 - dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update - der received from sales rep indicates patient was revised (B)(6) 2012. Report states that patient's attorney thinks this is a recalled hip. The ceramic head had visible wear and was removed. The metal liner was also changed to a poly liner. **** update: 12/17/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (Right hip) update 30 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf received. In addition to what previously alleged, ppf alleged elevated metal ions. Added law firm and stem. Doi: (B)(6) 2008 dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.